Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was disposed by the customer so it is not available to be returned for analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any other complaints related to this product or this event. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The information was provided: the clear plastic portion of the mcs tip cover accessory has become detached from the gray portion. The endowrist mcs is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the reported issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory split and fell into the patient. The mcs tip cover accessory was removed from the patient during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was opened and inspected before attaching it to the mcs instrument. The mcs tip cover accessory was retrieved with the help of the instrument and assistant tool during the procedure. It fell off during the removal of the mcs instrument. When the instrument was taken out, the site noticed that the mcs tip cover accessory was missing. The surgeons reported that during the case there was no problem with the mcs instrument. There was no collision and no resistance upon removal of the mcs instrument through the cannula. The instrument was released by the surgeon, the wrist was straightened and then removed so that when the mcs instrument came out, the wrist was flat. After the event, no damage was detected to the mcs instrument or cannula. The incident occurred approximately in the second hour of the procedure. The procedure was completed with a new mcs tip cover accessory. The mcs tip cover accessory was properly installed using an installation kit, and the orange surface of the mcs as not visible indicating that the mcs tip cover accessory was not installed beyond the orange surface on the mcs instrument. No liquid was used (gel, serum, etc.). The mcs tip cover accessory was photographed and disposed after the incident. The mcs instrument is not available for return. The mcs instrument has been used in subsequent procedures without any issues. Site is waiting for surgeon's approval for sharing the video recording of this procedure.